Event description:
The report received from the affiliate indicated that during a percutaneous transluminal angioplasty (pta), the balloon of the unknown powerflexpro balloon catheter (bc) was noted to be elongated during inflation while increasing the pressure. The distance was measured using the distance between the marker bands. The atmospheres used during inflation were not provided as an inflation device was not used. Pictures of the balloon catheter inflated were provided. There was no reported patient injury. No additional information was available.

Event description:
The report received from the affiliate indicated that during a percutaneous transluminal angioplasty (pta), the balloon of the unknown opta lp/poweflex catheter was noted to be elongated/was longer than expected during inflation while increasing the pressure. The distance was measured using the distance between the marker bands. The atmospheres used during inflation were not provided as an inflation device was not used. Pictures of the balloon catheter inflated were provided. There was no reported patient injury. Additional information has been requested.

Manufacturer narrative:
The report received from the affiliate indicated that during percutaneous transluminal angioplasty, the balloon of an unknown opta lp/poweflex catheter was noted to be elongated during inflation while increasing the pressure. The distance was measured using the distance between the marker bands. The atmospheres used during inflation were not provided as an inflation device was not used. Although pictures were provided, no further information has been forthcoming, there was no report of patient injury and the device was not returned for evaluation. The sterile lot number for the device is unknown therefore a device history report review could not be performed. Without the return of the device the reported customer complaint of ¿incorrect length¿ could not be confirmed. The pictures that are provided depict the inflated balloon just outside the marker bands. The marker bands are situated equidistant apart near the shoulders of the balloon to guide in proper positioning for inflation. Review of the pictures provided depicts proper shouldering of the balloon in relation to the marker bands. With the limited information provided it is not possible to determine what factors contributed to the difficulties experienced by the customer. There is nothing to suggest that there is a design or manufacturing related issue therefore no corrective action will be taken.

Manufacturer narrative:
Correction: after review, the product catalog number was changed to reflect the correct product as an unknown powerflex pro balloon catheter. Complaint conclusion amended to reflect product as an unknown powerflex pro the report received from the affiliate indicated that during percutaneous transluminal angioplasty, the balloon of an unknown powerflex pro catheter was noted to be elongated during inflation while increasing the pressure. The distance was measured using the distance between the marker bands. The atmospheres used during inflation were not provided as an inflation device was not used. Although pictures were provided, no further information has been forthcoming, there was no report of patient injury and the device was not returned for evaluation. The sterile lot number for the device is unknown therefore a device history report review could not be performed. Without the return of the device the reported customer complaint of ¿incorrect length¿ could not be confirmed. The pictures that are provided depict the inflated balloon just outside the marker bands. The marker bands are situated equidistant apart near the shoulders of the balloon to guide in proper positioning for inflation. Review of the pictures provided depicts proper shouldering of the balloon in relation to the marker bands. With the limited information provided it is not possible to determine what factors contributed to the difficulties experienced by the customer. There is nothing to suggest that there is a design or manufacturing related issue therefore no corrective action will be taken.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion update to reflect additional information received. The report received from the affiliate indicated that during percutaneous transluminal angioplasty, the balloon of an unknown powerflex pro catheter was noted to be elongated during inflation while increasing the pressure. The target lesion was the left superficial femoral artery, described as severely calcified with stenosis along the entire segment. The popliteal artery involved was less severe. The approach was retrograde from the contralateral common femoral artery. The contrast used was visipaque 370 in a fifty/fifty mixture with saline. The distance was measured using the distance between the marker bands. The atmospheres used during inflation were not provided as an inflation device was not used. The residual stenosis was 30%. No additional information is available. There was no report of patient injury and the device was not returned for evaluation. The sterile lot number for the device is unknown therefore a device history report review could not be performed. Without the return of the device the reported customer complaint of ¿incorrect length¿ could not be confirmed. The pictures that are provided depict the inflated balloon just outside the marker bands. The marker bands are situated equidistant apart near the shoulders of the balloon to guide in proper positioning for inflation. Review of the pictures provided depicts proper shouldering of the balloon in relation to the marker bands. With the limited information provided it is not possible to determine what factors contributed to the difficulties experienced by the customer. There is nothing to suggest that there is a design or manufacturing related issue therefore no corrective action will be taken.